Event description:
The reporter stated that the surgeon was advancing a aspheric three piece collamer lens model cq2015a in the injector prior to insertion and noticed the lens was tearing so he quit using it. No pt injury.

Manufacturer narrative:
Results: a visual inspection of the returned product shows both haptics are torn off and missing. The optic is torn off in half. There is clear surgical residue on the lens. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.